Manufacturer narrative:
The customer reported 12-lead ECG v3 signal loss. There was no report of patient impact. A philips field service engineer reported having evaluated the device. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.

Event description:
The customer reported 12-lead ECG v3 signal loss.